Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is returned.

Event description:
It was reported that despite being in use, the pump battery gauge displayed a 100% charge for 3 days then subsequently shut off unexpectedly. The customer's blood glucose level was impacted (300 mg/dl).